Manufacturer narrative:
This MDR involves one pt that was implanted with three devices. This report identified as "2247858-2015-00008 - device 1" is for the first device. Two separate section d reports identified as "2247858-2015-00008 - device 2" and "2247858-2015-00008 - device 3" are for the second and third devices. Device 2: catalog #: 28m34019540290u, lot#: 150310056, expiration date: 03/04/2018; device 3: catalog# 28m344250442690u, lot# 150316110, expiration date: 03/16/2018; conclusion: in conclusion, with the info available, it can be concluded that the stent-grafts used were intact in the sense that no cracks or damage to their struts or fabric were detected. An autopsy report is not yet ready for review. However, based on the narrative, it appears that the anatomy presented great resistance, which the IFU warns to stop to assess the situation when this experienced, and the process was not stopped. The exact cause of the failure mode described is unk; however, several of the failures experienced are known tevar adverse events, some of which are exacerbated with use of multiple devices.

Event description:
Case report reported as: "femoral cutdown performed and pt given conscious sedation. Access very challenging as descending thoracic aorta very tortuous and would not easily allow catheters and wires to advance. Also very difficult to get good angle to visualize thoracic aortic arch near lsa due to anatomical challenges and angulation/tortuosity. Descending thoracic aorta very fibrotic and did not straighten out even with two lunderquist stiff wires delivered to ascending aorta. A 40x200 advanced through much resistance over lunderquist along with a second "buddy wire" lunderquist. A 40x200 deployed near lsa. Lsa was still challenging to accurately "open up" to visualize due to anatomic challenges. Multiple efforts required to place angiographic "pigtail" catheter through lumen of graft to do angiography. A 44x250 advanced and deployed distal to 40x200 with 50mm approximate overlap within initial 40x200 device. A 44x250 was also difficult to advance due to aortic tortuosity." "A 46x100 advanced with much resistance and deployed distal to 44x250 to extend distal seal. A 40x100 attempted to advance and deploy near lsa but would not advance past initial 40x200 due to aortic tortuosity and was withdrawn from right femoral artery without deployment. Throughout the procedure, each new attempt to advance relay, wires, and catheters was very challenging and resulted in many catheters and wires "doubling back" and not advancing easily. Endo portion completed an arteries closed. Pt complained of loss of sensation in legs. Physician diagnosis and treatment resulted in return of sensation in legs. Pt was removed from operating room and taken to post-op care. There pt some time later went into multiple organ failure and shock from what dr. (B)(6) described as "unk etiology"." Out come of the pt: "pt died".